Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2020-may-14 regarding a patient receiving lioresal (un known concentration at a dose of "500mcg/ml") via an implanted infusion pump. It was reported that the patient experienced withdrawal and overdose type symptoms. There were no falls or any other events that the patient could recall that may have led or contributed to the issue. Surgical intervention occurred on (B)(6) 2020 to check the catheter following several failed attempts to aspirate through the catheter access port (cap). During the revision, it was noticed that the catheter was torqued at the anchor site and the catheter was visibly leaking. The catheter was removed and a new catheter was placed. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ hole caused by repeated flexing¿ and ¿catheter body ¿ kink observed¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.